Event description:
It was reported that during a routine follow-up performed on (B)(6) 2015, a sudden battery depletion was observed with an abrupt battery curve decrease. Therefore, the subject device was replaced. Preliminary analysis of the provided files confirmed a premature battery depletion. The subject device was returned for analysis.

Event description:
It was reported that during a routine follow-up performed on (B)(6) 2015, a sudden battery depletion was observed with an abrupt battery curve decrease. Therefore, the subject device was replaced. Preliminary analysis of the provided files confirmed a premature battery depletion. The subject device was returned for analysis.